Manufacturer narrative:
(B)(4). Firing shuttle. The analysis results found that one ec45 device was returned with the firing mechanism damaged and with a cartridge reload present. The cartridge reload was returned fully fired and with several b-formed staples on the cartridge deck. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. The damage to the firing shuttle is consistent with high forces applied when clamping and attempting to fire over hard objects and or thicker tissue then indicated. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was used to clamp lung tissue. The jaws failed to open after being clamped on tissue. They had to manually remove the device with another instrument. No other details of the event are known. There was no patient impact reported.